Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The expulsor needs to be replaced due to inaccuracy. After the expulsor was replaced, the pump passed the delivery accuracy test. The downstream occlusion (dso) sensor to be replaced due to it failing the downstream occlusion test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump delivered incorrect volume in continuous mode, which required calibration. There was no reported patient involvement.